Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a tip of a torx bit was found broken during a set inspection. There was no associated procedure completed, and the issue did not involve or impact any patients. Consequently, no medical intervention was required, and there was no surgical delay or adverse consequences resulting from the broken tip.

Event description:
It was reported that a tip of a torx bit was found broken during a set inspection. There was no associated procedure completed, and the issue did not involve or impact any patients. Consequently, no medical intervention was required, and there was no surgical delay or adverse consequences resulting from the broken tip.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the received device shows signs of breakage as evident by appearance. The breakage is clear & concentrated at the drive end, there is a possibility that the hexagonal screwdriver was subjected to regular higher torque leading to torsional forces, that may lead to excessive stress on the drive ends due to smaller dimeter, if the load is high enough the stress goes past its yield point, which leads to breakage. Moreover, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to combination of deformation & user related issue. The failure was caused by repetitive usage and cyclic load over the time contributing to the event of breakage. If any further information is provided, the complaint report will be updated.